Event description:
Unwitnessed fall, resident was found by sink in room still in merrywalker but tipped over. 5cm hematoma on head with 2.5 cm cut which bled profusely. Complained of (l) elbow & (l) hip pain. Follow-up x-rays of elbow & hip were negative. Resident had used merrywalker on a daily basis & seemed to enjoy getting around better than manuvering wheelchair. She is now back in wheelchairinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.